Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing persistent pain at the ipg site. Surgical intervention was undertaken in which the ipg was explanted, the ipg pocket was revised, and the ipg was replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.